Manufacturer narrative:
This report is submitted on march 28, 2018, (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 due to the patient experiencing infections, resulting in device non-use.